Event description:
Related manufacturer reference number: 2017865-2023-10317. It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right ventricular (rv) and right atrial (ra) leads exhibited noise oversensing. Oversensing on rv lead caused false episode being recorded. Oversensing on ra lead caused inappropriate mode switch. No programming changes were made and the patient continued to be monitored. No patient consequences reported.

Manufacturer narrative:
Additional information: b5. Further information was requested but not received.

Event description:
New information received notes that over-sensed right atrial lead noise persisted. Further information was requested but not received.